Manufacturer narrative:
(B)(4). Date sent: 1/15/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the lc320 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. The device was nonfunctional due to misaligned jaws, preventing clips from being loaded. It is possible that the damage noted in the jaws was due to improper handling of the device. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review n: (B)(6). An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the scissoring effect seen in the applicators. The procedure was delayed by 10 minutes and completed successfully. No patient consequences were reported.